Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the customer that event involved a male patient with a right radial artery insertion site. It was noted that after insertion of spring wire guide (swg), the swg was slowly withdrawn from "port". Swg became stuck & began to "unwind". As a result, after removal, a portion was left in right radial artery & was successfully removed by a vascular surgeon. Additional information received on 03/02/2009 stated after insertion of .018" swg, they slowly withdrew some part backwards. Swg became "stuck" and started to "disintegrate". This procedure was performed in the cath lab. Md did a coronarography using our swg and a 5 or 6 fr introducer. Using fluoroscopy, they saw the part that was left in the right radial artery. The wire segment was not measured by clinician. Lot number was not recorded by hospital.